Manufacturer narrative:
The returned device presented with the stent partially deployed by roughly 20mm. The outer sheath was accordioned proximal to the mounted stent. Although the stent could not be re-constrained, it was deployed without issue. Additionally, no issues were noted with the inner lumen or with the deployed stent that would have contributed to the reported complaint. The condition of the returned device was consistent with the complaint of re-constraining issues; the complaint was confirmed. The most probable root cause has been labeled as operational context; anatomical/procedural factors, including the reported tortuous anatomy, may have hindered the device's functionality. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stent placement procedure for a 3cm malignant stricture due to pancreatic cancer, performed on (B)(6) 2010. According to the complainant, there was an attempted placement of the stent in the inferior bile duct (the reported distance between the papilla and the placement in the porta hepatis was over 9.5cm). The anatomy was reported as tortuous at the porta hepatis. The stent was not properly positioned during the initial placement, so re-constrainment was attempted. The partially deployed stent was not able to be re-constrained, and was removed from the patient. A "crush" was noted at the outer sheath of the delivery system. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Patient was in his 80's. (B)(4) - (stent, partially deployed/reconstrainment difficulty/sheath damaged). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stent placement procedure for a 3cm malignant stricture due to pancreatic cancer, performed on (B)(6), 2010. According to the complainant, there was an attempted placement of the stent in the inferior bile duct (the reported distance between the papilla and the placement in the porta hepatis was over 9.5cm). The anatomy was reported as tortuous at the porta hepatis. The stent was not properly positioned during the initial placement, so reconstrainment was attempted. The partially deployed stent was not able to be reconstrained, and was removed from the patient. A "crush" was noted at the outer sheath of the delivery system. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".